Event description:
The initial reporter alleged they received a false positive result for one patient sample tested with elecsys toxo igg on cobas e 801 analytical unit serial number (B)(4). The complained sample resulted in a toxo igg value of 4.94 iu/ml (reactive) and this value was reported outside of the laboratory to a physician. The physician requested a new sample to be collected from the patient. A second sample was collected from the patient and tested on (B)(6) 2023, resulting in a toxo igg value of 0.180 iu/ml (non-reactive).

Manufacturer narrative:
The patient sample was requested for investigation, but there was no material available to provide. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with sample contamination due to incorrect pre-analytic sample handling.